Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical investigation concluded that primary surgery was complicated with a periprosthetic fracture. The patient opted to not have urgent surgery and she ¿went out¿ to heal with a mal-union and loss of range of motion. Reportedly, over time she found herself even more limited and accepted the offer of a revision. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. In conclusion, the root cause of the original ¿peri-prosthetic fracture¿ cannot be concluded. No x-rays or clinical explanation was submitted. The subsequent revision was most likely required because of the initial periprosthetic fracture and the mal-union. The patient¿s body habitus could also have contributed to the issue. No current information regarding the patient¿s current status has been presented. The outcome of this event is reported as resolved. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, this complaint can be re-opened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to condyle metaphyseal compression fracture consistent with knee pain and difficulty walking.